Event description:
It was reported by a pt that he had a gl procedure and now has erectile dysfunction and often has to use the bathroom. The "surgery has ruined his life". No further info was available.